Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
***Update: the investigation has been re-opened because the supplier investigative report has been received. Examination by the manufacturing supplier has confirmed the reported fracture. The manufacturing supplier has determined the root cause to be misalignment of the liner and shell. A misaligned position of the ceramic insert in the shell leads to point contact between the insert and shell. This is the most likely reason for the fracture of the insert. The root cause is attributed to inadvertent use error. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Duraloc option liner chipped upon impact. Second liner also chipped on impact. This caused a surgical delay of 60-70 minutes.

Manufacturer narrative:
Examination of the returned products confirms the reported material chipping. There is nothing outward to suggest product error. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The reported event remains under investigation. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.